Event description:
Pinhole in contrast tubing allowed air to be aspirated into the manifold, creating a bubble which was then injected into the patient's right coronary artery. There was a drop in blood pressure and heart rate related to this bubble.